Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided inappropriate shocks. As a result, the s-ICD system was explanted. Further information was requested, however, it was mentioned that there is no additional information relevant to this event. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.